Event description:
It was reported through an emergency support program that the cardiosave intra-aortic balloon pump (iabp) had gas loss alarm. Customer states they have recently changed out the console from (B)(6) to another one (B)(6). The gas loss alarms still occur and have increased frequency to about 4 to 5 times an hour. Customer reports no blood in the helium tubing was seen and all connections are secured. Customer reports that they have used the iab fill and start keys to resume therapy each time and that the patient is restless in bed. He states also that they had a fo sensor failure occur on the catheter a few days ago and they have not been using the fo ap since then. He states it was not called in and would like to report it now. Customer states he has called at shift change and hands me off to the rn taking over the care of the patient. Customer states she will need to call me back to gather information and troubleshoot after handoff and report is given. Customer does not return a call to fse, and fse called her back at 11:29 pm est. Customer reports the alarm is still occurring about 3-4 times an hour. Customer verifies no visible signs of blood are seen in the helium tubing. Customer is very helpful in gathering the catheter and pumps information and the patient demographics. She states the original cardiosave used and replaced is the (B)(6) and the one currently being used is (B)(6). She verifies this is a femoral insertion and we reviewed best practices of patient positioning to assist with a possible internal kink that may have formed in the catheter at the inguinal crease of the patient. No external kinks are visible. At 8:26 am the following day on (B)(6) 2026 customer calls and states the pump is now stating there is an autofill failure message when trying to restart the pump after a gas loss alarm. Customer states they have changed out consoles again to the original pump (B)(6) which stated it displayed a ¿safety disc replacement due¿ message on startup. This pump is also stating ¿autofill failure¿ when attempting to start therapy. After all attempts at manipulation of the patient position and restarting therapy more than a dozen times have failed, fce reviewed with customer that fse¿s recommendation is to remove or replace the iab catheter. They attempted to swap consoles one more time back to (B)(6) which is unsuccessful. Customer think at this time the patient will be taken to ccl to have the catheter removed and replaced. There was no patient harm or injury.

Manufacturer narrative:
Due to characterization limit e1 : event site state: california. Esp personnel was on call to evaluate and troubleshoot the unit. The customer initially exchanges the cardiosave console (B)(6) to another one cardiosave (B)(6). However, the customer reported that the gas loss alarms persisted and increased in frequency to about 4 to 5 times an hour. The customer confirmed that no blood visible in the helium tubing and that all connections are secured, and therapy was resumed each time using the iab fill and start keys. The customer also noted that the patient was restless in bed. The customer reported a fiber-optic sensor failure had occurred on the catheter a few days ago and the fiber-optic aortic pressure (fo ap) had not been used since that time. During a shift change, esp personnel were handed off to the incoming rn, who stated they would call back after report to continue troubleshooting. No return call was received, and esp personnel re-established contact at 11:29 pm est. The customer reported the alarm was still occurring about 3-4 times an hour and again confirmed no blood was visible in the helium tubing. The customer states the original cardiosave used and replaced is the (B)(6) and the one currently being used is (B)(6). The customer confirmed the catheter was femorally inserted. Esp personnel reviewed best practices for patient positioning, including repositioning to address the possibility of an internal catheter kink at the inguinal crease. No external kinks were observed. At 8:26 am the following day on 1/3/2026 the customer calls and states the pump is now stating there is an ¿autofill failure¿ message when trying to restart the pump after a ¿gas loss¿ alarm. The customer exchanged consoles again, returning to (B)(6), which displayed a ¿safety disc replacement due¿ message upon startup. This console also generated an ¿autofill failure¿ message when therapy was initiated. After all attempts at manipulation of the patient position and restarting therapy more than a dozen times have failed. Esp personnel recommended removal and replacement of the iab catheter. They attempted to swap consoles one more time back to (B)(6) which is unsuccessful. At that time, the customer stated the patient would likely be taken to the cardiac catheterization lab (ccl) for catheter removal and replacement. The customer confirmed they would remind staff to retain the iab catheter for return.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (initial reporter), h6 (investigation findings). Additional point of contact: (B)(6).

Event description:
N/a.